Manufacturer narrative:
(B)(4).

Event description:
It was reported that no data, but not signal loss occurred. Data was evaluated and confirmation of the allegation and a probable cause could not be determined. The reported event of no data, but not signal loss is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.